Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed when the printed circuit board was shaken could not be identified. However, it's likely the cause is related to a faulty video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was interference while reprocessing the video system center for a diagnostic procedure, however, they were unable to detect any malfunction. The intended procedure was completed with the same device. The patient was not under sedation and there was no delay or patient harm. The device was returned, evaluated, and it was found that there was no image when the printed circuit board was shaken. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Other than there being no image when the printed circuit board was shaken, there were no additional evaluation findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.